Event description:
Spacelabs received a report from (B)(6), that low gas delivery from a spacelabs bleasesirius anesthesia machine caused observed patient movement. The vaporizer used with the bleasesirius was a ge product.

Manufacturer narrative:
Testing at the customer's site confirmed that the bleasesirius anesthesia machine was operating to specification. Spacelabs was unable to identify any issues when using the bleasesirius anesthesia machine with the ge vaporizer. A review of other complaints indicates that this is an isolated case. We have concluded that no further action is required and consider this issue closed.